Event description:
The facility staff alleges sthat one bottle of caalcium free concentrate was mixed with three bottles of 2k conceeentrate in one case. Athe product was used and the pt had a symptomatic reaction (numbness and tingling during treatment) the pt was sent home experiencing some cramping which shortly disappeared. No medicaal intervention was taken.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.